Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the clip ejected and it fell into the patient. This incident occurred in two devices. All clips fell into the patient were retrieved. The doctor said that feeling of the feeding was same as usual. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was received in good visual condition with the jaws properly aligned. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that instrument (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed three clips as intended and it ejected three clips. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # j9152d (mfg date: 05/11/2012, exp date:04/11/2017).

Manufacturer narrative:
(B)(4). Which firing of the device did this event occur on? -- first. What vessel or structure was the device fired on at the time of the event? - stomach. Was the clip fully advanced into the jaws prior to firing? -- no. Was there any torquing or twisting of the device present at the time of firing? ¿ the information was not provided from the hospital. Was any unexpected resistance felt while firing the trigger? -- no. Were any unexpected noises heard? --no. Did anything unexpected happen prior to this incident? -- no. Was the device fired after this incident in or out of the patient? -- yes. Did somebody other than the primary surgeon fire the instrument? If so, whom? ¿ the information was not provided from the hospital.